Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the start of the procedure, a very small pericardial effusion was noted. A 35mm watchman flx delivery system was deployed and recaptured a total of three times but did not meet anchoring criteria as the watchman flx delivery system kept migrating too proximal with a 40-50 precent shoulder in the 135-degree view on transesophageal echocardiogram (tee). It was decided to try a 31mm watchman flx delivery system and to place more distal due to the laa having enough depth. The 31mm watchman flx delivery system was prepped. The sheath (with a pigtail catheter through the watchman truseal access system (was)) was placed in the distal laa. The pigtail catheter was removed and on turning the flush on the watchman flx delivery system sheath it was noted some air was in the flush line. The nurse and second physician tried to remove the watchman flx delivery system unsuccessfully and had to reflush the watchman flx delivery system sheath. The implanting physician inserted the pigtail to prevent the watchman truseal access system causing trauma to the laa. The watchman flx delivery system sheath was flushed successfully and inserted into the was and deployment commenced. The watchman flx delivery system was deployed too distal, and a discussion was had about leaving it distal to the appendage ostium. The patient's blood pressure was noted to then lower and there was a small pericardial effusion. It was decided to deploy the watchman flx delivery system and reverse heparin. The effusion was monitored and over a period of 55-58 minutes it had increased in size but not affecting patient's blood pressure further and the patient remained stable. To be ready, a pericardiocentesis kit was prepared and it was decided they would perform a pericardial tap to treat the cardiac tamponade. On inserting the pigtail, it appeared the watchman flx delivery system position had changed and was now partially in the pericardial sac. It was decided to send the patient for urgent cardiac repair of the laa. The cardiac tap worked effectively, and the patient remained stable at all times. The fluid removed was transfused back into the patient. The time from watchman flx delivery system released and the patient going to surgery was 50 minutes. The surgery removed the implanted 31mm watchman flx delivery system, and the cardiac surgeon successfully closed the laa through surgical stitching and stopped the bleeding. On reviewing the case, the echocardiogram and angiography images, the supporting physicians identified that the effusion was most likely caused at the time when the pigtail was removed from the was and prior to the 31mm watchman flx delivery system being inserted due to the was depth in the laa and the strong beat (movement) of the heart. The patient was in sinus rhythm during the whole case.